Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) implant surgery. There was not an aus in, the medical staff tried previously but got into the rectum. No device issues or patient complications were reported.